Event description:
The manufacturer was contacted regarding a bipap pro biflex, w/sd card, humid, us device due to an allegation that it is spewing black plastic particles. There are no allegations of patient harm, serious injury, or medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted once the investigation is complete.